Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first data available, the breakage of the needle at the hub could be due to the excessive pressure exerted during the injection. In addition, it has been reported that the device was used for several times as the incident is reported after multiple injections following multiple use of local anaesthetic cartridges. The multiple use is a causative factor of breakage. Excessive pressure and multiple use appear as possible causative factors of the reported incident. Pending quality investigations on the device and further information provided by the reporter, an inappropriate use of the device appear as the preliminary cause of the event. No other similar incident with this batch and device have been reported so far. Therefore, no CAPA was implemented.

Event description:
Spontaneous report, from france. Local reference: #(B)(4); quality complaint was opened: ID=(B)(6). Rec 2021-0159. This initial serious case report was received on 16-apr-2021 from the dentist through the sale representative and follow-up 1 information received on 03-may-2021 from quality department by email. Both versions were processed together. The report described canula breakage at the hub during local anesthetic injection by troncular route on different injection sites with ultra safety plus twist needle (batch f51690aa) in a male patient for an unknown procedure. It has been specified that the incident occured during the second injection of local anesthetics. The needle was broken at the hub when significant pressure during the injection was exerted causing no reaction on the patient. The cannula could be extracted by the dentist without damage. Cannula was not bent by the dentist and he did not inserted it until the hub during the dental local anaesthesia. According to the reporter, 3 dental needles have been used. Sterilization of blue handles has been realized with an autoclave at 134 ° c. Fu#1: additional information provided regarding type and using of medical device. Sender comment: causality assessment on 29-apr-2021, on initial information received on 16-apr-2021. Re-evaluated on 12-may-2021 on add info received on 03-may-2021. A. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). B. Listedness/expectedness: foreign body in gastrointestinal tract: unexpected fr/us. Device breakage: unexpected fr/us. No adverse event: expected fr/us. C. Causality. A) latency - compatibl.e b) recognized association - no. C) analysis - based on the first data available, the breakage of the needle at the hub could be due to the excessive pressure exerted during the injection. In addition, it has been reported that the device was used for several times as the incident is reported after multiple injections following multiple use of local anaesthetic cartridges. The multiple use is a causative factor of breakage. Excessive pressure and multiple use appear as possible causative factors of the reported incident. Pending quality investigations on the device and further information provided by the reporter, an inappropraite use of the device appear as the preliminary cause of the event. Therefore, the causal relationship was assessed as unlikely. Excessive pressure and multiple use appear as possible causative factors of the reported incident. Pending quality investigations on the device and further information provided by the reporter, an inappropraite use of the device appear as the preliminary cause of the event. Therefore, the causal relationship was assessed as unlikely. D) dechallenge - n/a. E) rechallenge - n/a. Concluded causality who: unlikely.

Event description:
Spontaneous report, from france. Local reference: #(B)(4). Quality complaint was opened: (B)(4). Ansm reference #(B)(4). This initial serious case report was received on 16-apr-2021 from the dentist through our sales representative and follow-up information #1 was received on 03-may-2021 and follow-up information #2 was received on 21-may-2021 from quality department by email. All information are integrated in the narrative below: the report described canula breakage at the hub during local anesthetic injection by troncular route on different injection sites using several carpules with ultra safety plus twist needle in a male patient for an unknown procedure. It has been specified that the incident occured after multiple injections of local anesthetic as the dentist reported that he used multiple cartridges (number unspecified). The needle broke at the hub when significant pressure during the injection was exerted causing no reaction on the patient nor pain. The cannula could be extracted by the dentist without damage. Cannula was not bent by the dentist and he did not inserted it until the hub during the dental local anaesthesia. According to the reporter, 3 dental needles have been used. Sterilization of blue handles has been realized with an autoclave at 134 °c. Quality investigation results: no deficiency was observed during the tests performed due to this complaint. The privileged cause was practitioner practice: use of multiple cartridge. Moreover, the cannula size was recommended for periapical injection and not for nerve block injection like performed during the incident (gauge and length too small). Consequently, a formation/resensibilisation of the practitioner to the warnings listed in the notice and the correct use of the devices was recommend. Ultra safety plus twist batch number #f51690aa. Fu#1: additional information provided regarding type and using of medical device. Fu#2: quality investigation report available. Sender comment: causality assessment on (B)(6) 2021, on initial information received on 16-apr-2021: re-evaluated on (B)(6) 2021 on add info received on 03-may-2021. Re-evaluated on (B)(6) 2021 on add info received on 21-may-2021: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). B. Listedness/expectedness: embedded device: unexpected fr/us. Needle broken (needle issue): unexpected fr/us. No adverse event: expected fr/us. C. Causality: a) latency - compatible. B) recognized association - no. C) analysis - following qa investigations, no quality defect was detected on the device, nor during assemby steps. After investigations the main root cause for the breakage was determined to be the practitioner practice. Indeed the use of multiple cartridges of local anaesthetic with the same device could have been a causative factor for the incident. Moreover, the cannula size is recommended for periapical injection and not for nerve block injection like performed during the incident (gauge and length too small). Consequently, it has been recommended that training/resensibilisation was provided to the practitioner about warnings listed in the product IFU and the correct use of the device. Therefore, the causal relationship was assessed as unlikely due to the device but more likely to practitioner use. D) dechallenge - n/a. E) rechallenge - n/a. Concluded causality who: unlikely. Fu1 (add info): no change of initial assessment. Fu2 (add info): no change of initial assessment.

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first data available, the breakage of the needle at the hub could be due to the excessive pressure exerted during the injection. In addition, it has been reported that the device was used for several times as the incident is reported after multiple injections following multiple use of local anaesthetic cartridges. The multiple use is a causative factor of breakage. Excessive pressure and multiple use appear as possible causative factors of the reported incident. Pending quality investigations on the device and further information provided by the reporter, an inappropriateness use of the device appear as the preliminary cause of the event. Investigation and conclusion: following qa investigations, no quality defect was detected on the device, nor during assemby steps. After investigations the main root cause for the breakage was determined to be the practitioner practice. Indeed the use of multiple cartridges of local anaesthetic with the same device could have been a causative factor for the incident. Moreover, the cannula size is recommended for periapical injection and not for nerve block injection like performed during the incident (gauge and length too small). Consequently, it has been recommended that training/resensibilisation was provided to the practitioner about warnings listed in the product IFU and the correct use of the device. Manufacturer final comments: no deviation or maintenance intervention with possible impact on the quality/resistance of cannulas happened during the production of this device batches. The practitioner did not return the impacted devices but returned (B)(4) devices in unopened boxes. Consequently, tests were performed during this investigation was done on the devices returned by the practitioner. No deficiency was observed during the tests performed due to this complaint (cannula breakage). After investigation, the privileged cause is practitioner practice: use of multiple cartridge. Moreover, the cannula size is recommended for periapical injection and not for nerve block injection like performed during the incident (gauge and length too small).

Manufacturer narrative:
Preliminary results and conclusion of manufacturer's investigation: based on the first data available, the breakage of the needle at the hub could be due to the excessive pressure exerted during the injection. In addition, it has been reported that the device was used for several times as the incident is reported after the second injection. The multiple use is a causative factor of breakage. Excessive pressure and multiple use appear as possible causative factors of the reported incident. Pending quality investigations on the device and further information provided by the reporter, an inappropriate use of the device appear as the preliminary cause of the event.

Event description:
Spontaneous report, from (B)(6). (B)(4). This initial serious case report was received on 16-apr-2021 from the dentist through the sale representative. The report described canula breakage at the hub during local anesthetic injection by troncular route on different injection sites with ultra safety plus twist needle (batch f51690aa) in a male patient for an unknown procedure. It has been specified that the incident occured during the second injection of local anesthetics. The needle was broken at the hub when significant pressure during the injection was exerted causing no reaction on the patient. The cannula could be extracted by the dentist without damage. No more information was provided. Sender comment: causality assessment on 29-apr-2021 by (B)(6), on initial information received on 16-apr-2021: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)) b. Listedness/expectedness: foreign body in gastrointestinal tract: unexpected fr/us device breakage: unexpected fr/us no adverse event: expected fr/us c. Causality a) latency - compatible b) recognized association - no c) analysis - based on the first data available, the breakage of the needle at the hub could be due to the excessive pressure exerted during the injection. In addition, it has been reported that the device was used for several times as the incident is reported after the second injection. The multiple use is a causative factor of breakage. Excessive pressure and multiple use appear as possible causative factors of the reported incident. Pending quality investigations on the device and further information provided by the reporter, an inappropriate use of the device appear as the preliminary cause of the event. Therefore, the causal relationship was assessed as unlikely. D) dechallenge - n/a e) rechallenge - n/a concluded causality who: unlikely